Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. After further review the bleeding reported in the initial report was for the impella 5.5 axillary bleeding and not related to the impella cp. The impella 5.5 bleeding was captured under complaint manufacturer device report 1220648-2025-45821. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-30994. B5, h6, h10 (instructions for use) erroneously included the access site bleeding/1888 on the initial manufacturer device report number 1220648-2025-30994.

Event description:
The user facility reported that the patient on impella cp support had ectopy episodes on day two of impella support. On day four of impella support, the physician attempted to advance 1cm and the patient had some ventricular tachycardia, so the cp was pulled back to original positioning. Additionally, the patient had pocket bleeding at the axillary cutdown site. The patient required wound exploration and washout.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smartassist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿